Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the indeterminate endoleak is identified as a type iiib endoleak of the bifurcated stent graft with strut fracture. This is moderately consistent with the reported adverse event/incident. However, the contributing factors for the type iiib endoleak of the bifurcated stent graft was likely the use of the strata material. Procedure related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as pending re-intervention and being monitored. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata corrections: b5: describe event or problem g4: awareness date h6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11

Event description:
The patient was initially implanted with an afx bifurcated stent graft, a suprarenal aortic extension and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately (7) years post initial procedure patient presented for a routine follow up and a leak of indeterminate origin was identified. Patient is reportedly stable and the physician plans to re-intervene. Additional information : a clinical assessment identified the indeterminate endoleak as a type 3b endoleak of the bifurcated stent graft with a strut fracture.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, a suprarenal aortic extension and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately (7) years post initial procedure patient presented for a routine follow up and a leak of indeterminate origin was identified. Patient is reportedly stable and the physician plans to re-intervene.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the indeterminate endoleak is identified as a type iiib endoleak of the bifurcated stent graft with strut fracture. This is moderately consistent with the reported adverse event/incident. However, the contributing factors for the type iiib endoleak of the bifurcated stent graft was likely the use of the strata material. Procedure related harms of this event could not be determined with the medical records available for review. The final patient status was reported as doing well post re-intervention. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, a suprarenal aortic extension and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately (7) years post initial procedure patient presented for a routine follow up and a leak of indeterminate origin was identified. Patient is reportedly stable and the physician plans to re-intervene. Additional information: a clinical assessment identified the indeterminate endoleak as a type 3b endoleak of the bifurcated stent graft with a strut fracture. Additional information: it was reported the graft exploded at the bifurcation. Re-intervention was completed with a successful outcome. The physician elected to implant an afx2 bifurcated stent graft, and afx vela suprarenal, and (2) two ovation ix extenders. The final patient status was reported as doing well.